Manufacturer narrative:
Correction: section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer's investigation conclusion: a direct correlation between the reported liver disease, hematuria, and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The account attributed the hematuria to worsening advanced liver disease and continued alcohol use. The account communicated that the patient reported hematuria at a clinic visit on (B)(6) 2019. The patient denied flank pain, burning, urgency, or frequency. The patient was instructed to follow up with hemologyoncology as previously recommended, and a urologist. Hemoglobin had been stable and the patient remained on octreotide from a previous history of gi bleeding (previously investigated under multiple cs records). It was later reported that the hematuria was worked up and thought to be due to worsening advanced liver disease and continued alcohol use. The patient remains ongoing on the heartmate 3 lvas. The hm3 lvas IFU lists hepatic dysfunction and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr range. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists hepatic dysfunction and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reported history of gastrointestinal bleeding is covered under MFR: 2916596-2017-02597; 2916596-2018-00232; 2916596-2018-00501; 2916596-2018-05597; 2916596-2019-00911; 2916596-2019-00919 . Approximate age of device: 2 years, 22 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2019, the patient was seen in clinic for reports of hematuria. The patient denied flank pain, burning or a change in frequency/urgency to urinate. The patient reported being unable to urinate. The patient remains on octreotide for a previous gastrointestinal bleeding. No further information was reported.